Event description:
The tip of the step drill broke and became lodged in pt's femoral head. The surgeon was unable to recover the broken piece.

Manufacturer narrative:
Metallurgical analysis results suggest that this event would not be associated with the device but rather would be attributed to user technique. The device was subjected to excessive non axial forces causing maximum stress on the distal end of the drill which resulted in the drill breaking at the junction of the drill step.